Event description:
The reason she was received a new neurostimulator (ins) and lead was due to lack of therapy and high impedances. It was indicated that the patient fell but the timeline between the fall and the therapy issues was unclear. It was indicated that they had an x-ray taken "a few weeks ago" prior to this call, showed that the lead had moved. It was indicated that they had been trying to reprogram the patient for "a while."it was indicated that when the patient was opened up on the day of the report, the neurostimulator (ins) header block had fluid in it. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0c6gq, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID 3889-28, lot# va0c6gq, implanted: (B)(6) 2013, explanted: (B)(6) 2014; product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that later that patient had bruises and bumps all over her body. The patient's socks were removed in the operation room and her legs were covered in bruises. It was noted that it was a common occurrence for this patient, which made it difficult to know what was significant and what was not. It was noted that the patient had a difficult time recalling events. It was noted that caller initially felt the patient had good therapy; however, in the health care provider's opinion, the patient did not have results from the beginning. The caller was unable to determine whether or not the patient's fall was device related.